Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: (B)(4); model: sc-8336-50; serial: (B)(6), batch: 7089258.

Event description:
It was reported that the patients lower back incision had developed an infection. Symptoms were redness, rash around wound and seepage of wound. It was unknown if infection was device or procedure related. The patient was prescribed with antibiotics and underwent spinal cord stimulation (scs) explant procedure. The patient was doing well postoperatively. The explanted devices were not returned per facility policy.